Manufacturer narrative:
As reported, when deploying a 6f/7fmynxgrip vascular closure device (vcd), the stabilizing balloon was inflated, but the device kept popping back out of the vessel. The device was not deployed, and another non-cordis vcd was used instead. There was no reported patient injury. The mynx vascular closure device (vcd) was used during a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. A 6f, 10cm non-cordis sheath was used. The femoral artery was confirmed angiographically as the access vessel, with insertion angle and vessel suitability verified. The vessel was arterial, located in the femoral artery, and confirmed to have a diameter equal to or greater than 5 mm. Vessel tortuosity was described as little, and there was mild presence of peripheral vascular disease (pvd) or calcium near the puncture site. The mynx vcd was stored and prepared according to instructions for use (IFU), air was purged during preparation, and the balloon maintained pressure. No scar tissue was noted at the puncture site, and no excessive force was applied. There were no multiple sheath exchanges prior to use of the device. The device was not returned for evaluation as anticipated. A product history record (phr) review of lot: f2512106 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-pull through¿ could not be observed as the device was not returned for analysis. The exact cause of the pull through experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the IFU, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy or venotomy. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when deploying a 6/7 fmynxgrip vascular closure device (vcd), the stabilizing balloon was inflated, but the device kept popping back out of the vessel. The device was not deployed and another non-cordis vcd was used instead. There was no reported patient injury. The mynx vascular closure device (vcd) was used during a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. A 6f, 10cm non-cordis sheath was used. The femoral artery was confirmed angiographically as the access vessel, with insertion angle and vessel suitability verified. The vessel was arterial, located in the femoral artery, and confirmed to have a diameter equal to or greater than 5 mm. Vessel tortuosity was described as little, and there was mild presence of peripheral vascular disease (pvd) or calcium near the puncture site. The mynx vcd was stored and prepared according to instructions for use (IFU), air was purged during preparation, and the balloon maintained pressure. No scar tissue was noted at the puncture site, and no excessive force was applied. There were no multiple sheath exchanges prior to use of the device. The device will be returned for evaluation.